Manufacturer narrative:
There was no malfunction report of the subject device associated to the complications. Since the serial number of this device was not informed, omsc could not confirm the manufacturing history. The exact cause of the reported event could not be conclusively determined.

Event description:
On june 14, 2018, olympus medical systems corp. (Omsc) received a literature titled ¿a new hybrid anchoring balloon for direct peroral cholangioscopy using an ultraslim upper endoscope¿. Complications after the procedures using olympus endoscope were reported in the literature. The literature evaluated the feasibility and success rate of the subject procedures for procedures in which common bile duct stones were remained after mechanical lithotripsy. The target procedures were carried out between july 2012 and july 2016, and the number of cases was 71. It was reported that olympus endoscope (gif-xp260n and tjf-240) and non-olympus endoscopes were used in the target procedures. In the target procedures, complications occurred as follows. Mild bleeding: 38 cases. Cholangitis: 10 cases. Increased pancreatic amylase: 18 cases. Edematous pancreatitis: 1 case. Aspiration: 1 case. Since there is no information on the model name of the endoscope in each case, omsc is submitting 2 medical device reports considering the number of olympus endoscope models which related the literature. This is 2nd of 2 reports.